Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation, however, performance data was collected from the device and analyzed. Analysis revealed a missing mode switch event due to post mode switch overdrive pacing.

Event description:
It was reported that per the in office interrogation the patient was in a mode switch episode but the report did not show the episode as suspended. No changes have been made and the device remains in use. No patient complications have been reported as a result of this event.